Event description:
It was reported that the health care team realized upon opening the box that the filter was missing from the package. No action, diagnostic testing or troubleshooting was required. The issue was not resolved and the cause was not determined. At the time of the report the patient's status was reported as alive-no injury and there were no patient symptoms associated with this event. This device system delivered compounded baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8551, lot# cs0274, product type: accessory. (B)(4).